Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: there was no activity outside normal use observed in pump history. There were no issues noted with the advanced bolus features observed in pump history. All boluses were found to accurately record in pump history. One "loss of prime" warning and multiple "auto-off" alarms were noted in the pump history. A review of the pump bolus history revealed that the last bolus delivery recorded on (B)(4) 2012 at 5:05pm. During testing, the pump successfully powered on with no issues. The pump was exercised for 24 hours with no alarms. Periodic boluses were successfully executed using the advanced bolus features of the pump and accurately recorded in pump history. The pump was opened and no damage was found to the force sensor circuit or to the power circuit. No moisture ingress was noted inside the pump. Unrelated to the complaint, the force sensor was found to be out of calibration.

Event description:
On (B)(6) 2013, the distributor contacted animas reporting no bolus in pump history. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation there were no boluses recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.